Manufacturer narrative:
Additional information: section h imdrf annex a grid & imdrf annex c grid. Correction: section d unique identifier (UDI). Part analysis: the report of pyxis device is down / rss shown offline was confirmed during fse testing and subsequently confirmed during the dchu inspection process, no testing is performed on circuit board with observed thermal damage. According to work order wo: (B)(4), the fse reported that the medstation es had a black screen. The fse disconnected aux device and found bad controller board on fh main drawer 3. The fse replaced both the module controller board and the drawer controller board. After replacing it, entire device successfully powered on and booted to es application. Customer successfully assigned drawer. The report was closed. During dchu visual inspection: p/n 151622 01: the part had signs of thermal damage on capacitors c505 and c506. P/n 151903 01: the part had a missing inductor l300 and a damaged inductor l301. During dchu testing p/n 151622 01: no further laboratory testing was required for the pcba dwr cntlr v1.10/v1 due to the thermal damage observed in the visual inspection. P/n 151903 01: no further laboratory testing was required for the pcba fh cubie pmc due to the physical damage observed in the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause for the es pyxis device is down / rss shown offline complaint was attributed to a thermal damage to capacitors c505 and c506 on the drawer controller (p/n 151622 01) circuit board resulting from an electrical failure, and physically damaged inductors l300 and l301 on the full height cubie pmc (p/n 151903 01) circuit board. This damage compromised the communication and control signals responsible for managing the cubie pockets, leading to the malfunction of the station.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a station was down. The customer stated that there was a delay in dispensing medication to a patient. As per part investigation, it was determined that thermal damage to capacitors on the drawer controller circuit board. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down. A field service engineer identified a faulty controller board on the full-height main drawer 3. The field service engineer replaced both the module controller board, and the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was down. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.